Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. As noted in b5, the unit was producing an intermittent image during the device evaluation. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
It was reported that while performing a demonstration with an olympus evis exera iii video system center, the unit began producing a faulty image. There was no patient involvement during this event. During the device evaluation, it was discovered that the unit was producing an intermittent image. This report is being submitted to capture the intermittent image confirmed during the device evaluation.

Manufacturer narrative:
Corrected data: d8 (¿no¿ was selected in error on the initial report), d9 (¿returned to manufacturer¿ was selected in error on the initial report, along with the listing of the ¿date returned to manufacturer¿), h3 (¿yes¿ was selected in error on the initial report), & h6 (type of investigation code ¿4112¿ was inadvertently omitted from the initial report). The device evaluation/test results were initially by way of a third party. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty/defective printed circuit board. Olympus will continue to monitor field performance for this device.